Event description:
A medtronic representative reported intermittent issues with fluoro images occurring while in a procedure using the o-arm 1000 imaging system. Consecutive images appear with phantom images. The site observed the imaging system making two beeps during fluoro acquisition instead of one. It was reported that at times, no anatomy was present in the 2d images, however, the kv and ma (voltage) values were present; there was an empty image on the mobile viewing system (mvs). Rad/gain calibration was attempted, but did not pass. The imaging system was re-booted and calibration was successful. The surgeon opted to abandon the o-arm and used a c-arm to continue the procedure to completion. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, identified error (15) filament driver circuit open; no current on filament and frame rate error. Evaluation not completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The software investigation found that the root cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.